Manufacturer narrative:
Concomitant medical devices: product ID: 8703w, lot# l50591, implanted: (B)(6) 1998, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (40 mg/ml at 18.018 mg/day) and clonidine (1000 mcg/ml at 450.4 mcg/day) via an implantable pump. The indication for use was non-malignant pain and degenerative disc disease. The patient's medical history included complex regional pain syndrome. On (B)(6) 2015 it was reported that the patient was scheduled for a pump replacement. On (B)(6) 2015 the patient was sent for a pre-operative CT scan where a granuloma was discovered at the tip of the catheter. The pump and catheter were replaced. Following the replacement, the patient's dose was decreased. The cause of the granuloma was unknown. The patient status was reported as "alive-no injury".